Event description:
Device issue: dislodged stent requiring intervention. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience stent was unable to cross the predilated calcified obtuse marginal-circumflex artery with the first attempt requiring predilatation of the lesion a second time. Upon the second attempt to cross the xience stent, the inflation device was pulled to negative pressure in anticipation of deploying the stent; however, the xience stent was still unable to cross the lesion. Upon removal of the xience stent from the pt, the stent dislodged the delivery system. A voyager balloon was inserted through the xience stent and the balloon was inflated past the stent. The voyager was able to remove the dislodged stent as far as the guide cath when the stent came off the voyager. It was surmised that the stent fell off inside the guide cath; however, after the guide cath was removed from the pt, the stent was not there. The stent was found and deployed in the right popliteal artery where a lesion was found. There were o adverse pt effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The stent delivery system was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.